Event description:
Reportedly, device was explanted after implant duration of 29 months. Implant date 2006: explant date 2008. Device is unavailable for return. No further details were provided.

Manufacturer narrative:
Device not returned.